Event description:
Additional information received reported the implantable neurostimulator (ins) was not anchored and was 'floating' in the patient's abdomen. The ins was removed from the abdomen and relocated to the patient;s back. No further information was reported.

Event description:
It was reported that patient's internal neurostimulator (ins) was not positioned correctly. It was noted that the patient was reprogrammed many times. The patient stated that she was "mentally exhausted from this experience." Additional information received reported that the patient saw their surgeon on (B)(6) 2012 and the patient's device was reprogrammed. The patient stated that her device was moving in the pocket and was causing issues with synchronizing and recharging the device. It was noted that the surgeon was going to schedule a pocket revision to resolve the issues. It was further noted that the patient's stimulation and system were working correctly. The patient outcome was not provided.

Manufacturer narrative:
Product ID 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead. Product ID 37754, lot# serial# (B)(4), implanted: explanted: product type recharger. (B)(4).